Manufacturer narrative:
Continuation of d10: product ID: 977c290, serial#: (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. The patient clarified the report of something wrong with the stim device: at the end of (B)(6), while manufacturer representative (rep) was adjusting stim, they felt a dull jolt from left armpit to toes. The rep quit the adjustment immediately. The next couple of weeks, they felt jolts getting worse and more often until they turned stim off. The cause of the pain stim issue that led to the lead being replaced was unknown. When asked about if the issue was resolved, they noted they are still having a left arm issue, but they are not sure if it has to do with pain stim.

Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial# (B)(4) , implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4) , ubd: 15-jan-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that something had gone wrong with their "pain stim" and that was why the lead was replaced on (B)(6) 2021.  No symptoms reported.  No device allegations were reported against the implanted neurostimulator (ins).